Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. The recipient's device was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The infection is reportedly returning. The recipient underwent skin flap surgery on (B)(6) 2021. Infection evolution is currently being monitored. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly presenting with an infection around the device. Surgery to clean the infection will be scheduled. The infection is reportedly healing.